Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that the tubing disconnected at the flush level. It is indeterminable if the event occurred during use or before use. Reportedly, there were no patient complications or injuries.